Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing cuff was removed. There were no device issues associated with the explanted components. The patient fully recovered following the intervention.